Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level elevated up to 478 mg/dl. Insulin injections were used and fluids were increased to address the bg level. The customer was hospitalized and treated with insulin and saline. The customer had temporary blurred vision. The date of admission was approximately on (B)(6) 2016 and after a week, was discharged (approximately on (B)(6) 2016). As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.